Manufacturer narrative:
Based on the customer's claim against the product, an investigation was conducted to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive a product for evaluation. It was indicated that the instrument was discarded after the initial procedure. If additional information is obtained, a follow-up MDR will be submitted. A review of the advanced instrument log for the vessel sealer extend instrument associated with this event was performed by an isi failure analysis engineer (fae). The following additional information was provided: the e-100 generator logs for this instrument show only 2 seal events, with no errors. The system logs mention an energy activation error that says ¿erbe energy activation halted by an instrument or instrument cable connected to the upper bipolar port on the erbe.¿ this was the only error recorded in all the logs. The relation of this error to the reported complaint cannot be determined.

Event description:
It was reported that during a da vinci-assisted lobectomy procedure, the vessel sealer extend instrument was used on a branch of the pulmonary artery (about 3 mm in diameter), and the case was finished, with no issues. However, while in pacu/recovery, the patient coughed, and the surgeon suspected that the patient was bleeding. The patient was brought back to the operating room, and the surgeon restarted the case using a vats approach. He noticed that the vessel opened at the location of the seal from the initial procedure; he clipped the vessel and re-sealed it with an unspecified vessel sealing device. Per the reporter, the surgeon suspected that there was too much tension on the vessel. The generator used at the time was the e100. The instrument was discarded after the initial procedure. The patient was reportedly doing well, but no further details were available at the time of this report.